Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis. The customer also experienced differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer blood glucose was 595 mg/dl and sensor glucose value was 250 mg/dl at the time of incident along with symptom of dizziness. The customer reported hyperglycemia and diabetic ketoacidosis was treated with IV insulin drip and emergency room visit and the symptom of dizziness was treated with emergency room visit. The event involved product(s) mmt-7020c1. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 345 mg/dl and it is beyond 30% limit. Troubleshooting was performed for hyperglycemic event. Customer has been using the insulin pump system within 48hrs of the event and reported insulin pump in use leading up to the hospitalization. Customer was advised to monitor the device. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Product return for mmt-7020c1 was not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.